Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue. During the call, the customer noted that the computer was able to display the images, it was only the monitor that was experiencing the lack of image issue. As noted in b5, tac performed some trouble-shooting with the customer and discovered that there was a loose connection. Once that was addressed, the image was successfully appearing on the monitor instead of the computer. At that time, the procedure was continued. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was not producing an image during an unspecified procedure. According to the initial reporter, after some trouble-shooting, the staff was able to continue the procedure with no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a connection failure of the cv-190 and oev262h. Olympus will continue to monitor field performance for this device.